Event description:
The spouse of a (B) (6) male pt contacted zoll lifecor to report that her husband's device smelled like it was burning so they removed it. The spouse reports the pt was driving in their car at the time. The pt was sent replacement monitor.